Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of vertebral compression fracture t8 involved in the kyphoplasty procedure. It was reported that intra-operatively, attempted to perform kyphoplasty on t8. T8 already had bilateral pedicle screws and rods. Tried to work around existing hardware. Osteointroducer were placed using stealth navigation. One osteointroducer transected the medial boarder of the pedicle into the spinal canal while to second was placed approximately transpedicular. The first bone tamp could not exit the osteointroducer due to it not having enough room, due to it running up against the pedicle screw. The second bone tamp was inflated mid vertebral body up to 250 psi and a volume of 1.5 ml, without incident. Neuro monitoring then ran testing, alerted the physician that lower extremities had been lost. Procedure was then aborted, and instrumentation removed. Patient was woken up and had diminished function of both legs and feet. Patient was then taken to MRI for assessment. There was delay in overall procedure time. No product malfunction. Procedure was not completed successfully. Surgery aborted and patient was taken to MRI to assess spine. Patient was alive with injury. On (B)(6) 2021, received additional information that all adverse patient reactions to procedure resolved themselves later that evening. Patient required no further interventions. Patient has no injury.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of vertebral compression fracture t8 involved in the kyphoplasty procedure. It was reported that intra-operatively, attempted to perform kyphoplasty on t8. T8 already had bilateral pedicle screws and rods. Tried to work around existing hardware. Osteointroducer were placed using stealth navigation. One osteointroducer transected the medial boarder of the pedicle into the spinal canal while to second was placed approximately transpedicular. The first bone tamp could not exit the osteointroducer due to it not having enough room, due to it running up against the pedicle screw. The second bone tamp was inflated mid vertebral body up to 250 psi and a volume of 1.5 ml, without incident. Neuro monitoring then ran testing, alerted the physician that lower extremities had been lost. Procedure was then aborted, and instrumentation removed. Patient was woken up and had diminished function of both legs and feet. Patient was then taken to MRI for assessment. There was delay in overall procedure time. No product malfunction. Procedure was not completed successfully. Surgery aborted and patient was taken to MRI to assess spine. Patient was alive with injury.